Event description:
Procedure: endoscopic retrograde cholangiopancreatography. Indication: the pt with jaundice, common bile duct or cystic duct stone seen on magnetic resonance cholangiopancreatography, with probably mirizzi syndrome with blocked common hepatic duct due to stones in the cystic duct. "A 12 - 15 mm balloon was passed down through the common bile duct. Attempts were made with the balloon as well as with a basket to remove the stones from the cystic duct. The balloon was unsuccessful as it could not pass through the narrowing from the cystic duct into the common bile duct. A basket probably did go around one stone, and on trying to pull it through the cystic duct, the basket tip pulled off and remained within the cystic duct. Attempts to remove it with a balloon were unsuccessful... A 10-french, 7 cm was then placed into the common bile duct with good flow of bile with some purulence through the stent. The scope was then removed."